Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. A review of the prime history indicated multiple large prime volumes, which could not be duplicated during testing. Rewind, load, and prime steps were performed with no issues occurring. During testing, the pump accurately detected a cartridge filled to 100 units. The pump was exercised for 29 hours with no delivery defects occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter stated that on (B)(6) 2011 the patient experienced a blood glucose (bg) of "high" (>600 mg/dl) according to the meter and felt sick to his stomach. She stated that the patient disconnected from the pump and began using a back-up plan for insulin delivery, and the patient's bgs were back in target on (B)(6) 2011. The reporter stated that she attempted to prime the pump three times on (B)(6) 2011 and again the morning of (B)(6) 2011 and could not get the pump to prime. A review of the pump history indicated multiple large prime volumes, which is not likely to cause an adverse event because it is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.